Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and menorrhagia ('abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)') in a (B)(6) female patient who had essure (batch no. 841634-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pelvic pain female/ internal pain"), 4 months 20 days after insertion of essure. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("lower abdominal pain") and female sexual dysfunction ("apareunia"). The patient was treated with surgery (total hysterectomy, salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure was removed in 2013. At the time of the report, the uterine perforation, menorrhagia, genital haemorrhage, vaginal haemorrhage and female sexual dysfunction outcome was unknown and the dysmenorrhoea, abdominal pain lower and pelvic pain had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2011. The essure coils were easily and successfully placed on each side with one coil remaining within the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results of confirmation: test bilateral occlusion. Lot number ( 841634 ) is not valid lot number ( 841634 ) is not valid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and menorrhagia ('abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)') in a 27-year-old female patient who had essure (batch no. 841634) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pelvic pain female/ internal pain"), 4 months 20 days after insertion of essure. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("lower abdominal pain") and female sexual dysfunction ("apareunia"). The patient was treated with surgery (total hysterectomy, salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure was removed in 2013. At the time of the report, the uterine perforation, menorrhagia, genital haemorrhage, vaginal haemorrhage and female sexual dysfunction outcome was unknown and the dysmenorrhoea, abdominal pain lower and pelvic pain had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011. The essure coils. Were easily and successfully placed on each side with one coil remaining within the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results of confirmation: test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: pfs and mr received. Lot number, reporters information, concomitant drug were added. Event genital haemorrhage was updated to non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and menorrhagia ('abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)') in a 27-year-old female patient who had essure (batch no. 841634-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pelvic pain female/ internal pain"), 4 months 20 days after insertion of essure. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("lower abdominal pain") and female sexual dysfunction ("apareunia"). The patient was treated with surgery (total hysterectomy, salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure was removed in 2013. At the time of the report, the uterine perforation, menorrhagia, genital haemorrhage, vaginal haemorrhage and female sexual dysfunction outcome was unknown and the dysmenorrhoea, abdominal pain lower and pelvic pain had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2011. The essure coils were easily and successfully placed on each side with one coil remaining within the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results of confirmation: test bilateral occlusion. Lot number ( 841634 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), menorrhagia ('abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('heavy bleeding') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pelvic pain female/ internal pain"), 4 months 20 days after insertion of essure. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain") and female sexual dysfunction ("apareunia"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and ablation). Essure was removed in 2013. At the time of the report, the uterine perforation, menorrhagia, genital haemorrhage, vaginal haemorrhage and female sexual dysfunction outcome was unknown and the dysmenorrhoea, abdominal pain lower and pelvic pain had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: results of confirmation: test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new event apareunia added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('heavy bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pelvic pain female/ internal pain"), 4 months 20 days after insertion of essure. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and ablation). Essure was removed in 2013. At the time of the report, the uterine perforation, menorrhagia, genital haemorrhage and vaginal haemorrhage outcome was unknown and the dysmenorrhoea, abdominal pain lower and pelvic pain had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6)2011, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: results: other (please describe)unknown. Everything was fine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Event injury was updated and new events: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping),perforation (uterus), lower abdominal pain, pelvic pain, genital bleeding were added. Outcome for events added. Lab data added. New reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.